Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is complete.

Event description:
The hcp reported pt infection. The pt's symptoms included drainage and pain. Cultures were obtained from the device pocket; unk organism reported. The pt was treated with both IV and oral antibiotics, and device system explant. The infection resolved. The hcp also reported the pt has had several battery changes.